Event description:
Medtronic implantable cardiac defibrillator implanted. Implantable cardiac defibrillator non functioning due to lead fracture. Device and lead removed. New pectoral aicd and leads implanted.